Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an elective system upgrade procedure and deceased during the surgery. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was reported.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.